Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl and 470mg/dl. The customer was treated with syringe for high blood glucose level. Customer stated that the insulin pump had not been distributing the full amount of insulin. The device will not be returned for analysis.